Event description:
It was reported to us that the hospital uses the device as a means of removing cancer cells during reinfusion of salvaged blood. The reinfusion was being given at a standard rate in conjunction with a blood warmer. On commencement of filtration the patient exhibited an almost immediate hypotensive episode which required urgent vasopressor drug therapy for stabilization. The blood reinfusion was stopped and later recommended without the device with no further problems being experienced. The user stated that they have been frequently using the device for some time, generally without problem, although on at least one other occasion a similar hypotensive episode had been observed. The user speculated that the device had in some way caused an extreme histamine release leading to a severe hypotension. No permanent adverse effects on any patients have been reported.

Manufacturer narrative:
The involved device was not returned from the user facility. A review of the device's lot manufacturing history was not possible since the lot number was not reported. A brief review of the issues relevant to the type of transfusion-induced hypotension that was reported follows: transfusion-induced hypotension is a recognized phenomenon and has been reported both with and without the use of bedside leukocyte removal filters. Although some publications have suggested that this is an event secondary to the use of leukocyte removal filters1, a nine year study by adverse transfusion reactions found an overall incidence of anaphylactic or anaphylactoid reaction rate of 1.3% (21 of 1613) and of these, nine (42.9%) had associated hypotension2. None of these reactions involved the use of bedside leukocyte removal filters. Most reported cases of transfusion associated hypotension occur during transfusion of platelet concentrates3. Vasoactive kinins, such as bradykinin (bk) and des-arg9-bk are often thought to play a role in the development of these reactions. However, in the current instance, the reported hypotensive episodes occurred during reinfusion of washed salvaged (i.e. Autologous) blood. Washing salvaged blood is well recognised as effective in significantly reducing plasma constituents4. Furthermore infusion of autologous blood is likely to reduce the likelihood of the patient developing an allergic reaction to an endogenous plasma constituent. Therefore, whether the amount of vasoactive kinins present in washed salvaged blood would, in itself, be sufficient to elicit a significant hypotensive event is debatable. If vasoactive kinins did play a part in the hypotensive transfusion reactions described in the current cases it is worthy of note that, although the trigger for contact system activation remains unclear, it has been speculated that the rapid infusion of blood by the blood infuser or the warming of blood for reinfusion by a blood warmer may be contributing factors5. In the reported case, a blood warmer was used with the patient who experienced the hypotensive transfusion reaction. Some authors have also suggested that bedside leukocyte removal filters may themselves activate the contact system3. However, other groups using techniques such as the particle concentration fluorescence immunoassay (pcfia) have demonstrated that bedside leukocyte removal filters do not activate the contact system nor do they cause a change in the concentration of cleaved kininogen bi-products6. A small number of prostatectomy patients have experienced a hypotensive transfusion reaction during reinfusion of washed salvaged blood using the device, as reported in mdrs 2013342-2007-00007 and 9617787-2008-00032. However, it has been demonstrated that patients undergoing prostatectomy, particularly if taking angiotensin-converting enzyme (ace) inhibitors may have an increased risk of experiencing a hypotensive transfusion reaction5. Human prostatic tissue is a rich source of prostate-specific human glandular kallikrein 2 (hk2) and prostate-specific antigen (hk3). Release of hk2 during surgical manipulation of prostatic tissue may facilitate bk and des-arg9-bk generation. It has also been documented that the accumulation of kinins is facilitated by the presence of angiotensin-converting enzyme (ace) inhibitors and that patients taking this type of medication may have an increased risk of developing a hypotensive transfusion reaction particularly if they also have an inherent defect in their ability to degrade kinins7. It has been speculated that the more frequent reports of hypotensive transfusion reactions now being reported may, at least in part, be due to an increased use of ace inhibitors in recent years5. Whilst, to our knowledge, the patients in the user's facility who experienced a hypotensive transfusion reaction during reinfusion of salvaged blood were not taking ace inhibitors the fact that they were undergoing prostatectomy may have been a causal or contributory factor to the reactions observed. The user facility had reported on these events to its national medical device regulatory agency that "the filter acts as an extra safety device to reduce the risk of re-transfusing potentially harmful cancerous cells from the patient's own blood, collected and washed during cell salvage." This application is not a labelled indication for the device, and that application has not been promoted. The instructions for use for the device indicate the removal of leucocytes, fat particles and microaggregates from intra-operative salvaged blood intended for reinfusion. Summary: several factors could have caused or contributed to the hypotensive transfusion reactions reported. From the information available, it was not possible to categorically rule out the device as potentially being one of these factors. References 1. Cyr m, eastlund t, blais c jr, rouleau jl, adam a. Bradykinin metabolism and hypotensive transfusion reactions. Transfusion 2001; 41: 136-150. 2. Domen re, hoeltge ga. Allergic transfusion reactions: an evaluation of 273 consecutive reactions. Arch pathol lab med 2003; 127: 316-320 3. Shiba m, tadokoro k, sawanobori m, nakajima k, suzuki k, juji t. Activation of the contact system by filtration of platelet concentrates with a negatively charged white cell-removal filter and measurement of venous blood bradykinin level in patients who received filtered platelets. Transfusion 1997; 87; 457-462 4. Nitescu n, bengtsson a, bengtson jp. Blood salvage with a continuous autotransfusion system compared with a haemofiltration system. Perfusion 2002; 17: 357-362 5. Arnold dm, molinaro g, warkentin e, ditomasso j, webert ke, davis I, lesiuk l, dunn g, heddle nm, adam a, bachman ma. Hypotensive transfusion reactions can occur with blood products that are leukoreduced before storage. Transfusion 2004; 44: 1361-1366 6. Scott cf, brandwein h, whitbread j, colman rw. Lack of clinically significant contact system activation during platelet concentrate filtration by leukocyte removal filters. Blood 1998; 92: 616-622 7. Molinaro g, cugno m, perez m, lepage y, gervais n, agostoni a, adam a. Angiotensin-converting enzyme inhibitor-associated angioedema is characterized by a slower degradation of des-arginine(9)-bradykinin. J pharmacol exp ther 2002; 303: 232-237 unless substantially significant information becomes available, this constitutes a final report.